Event description:
Related manufacturer report number: 2017865-2022-01575. During an in-clinic follow-up, it was noted that there was a decrease in r-wave sensing and an increase in capture threshold on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed a dislodgement of the rv lead due to twiddler's syndrome. During the revision procedure, the helix was unable to extend on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.